Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure high impendence was observed. The lead was replaced and the procedure was completed. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found.